Event description:
It was reported by a vns pt that she felt fast heartbeat in her chest, tightening in throat, difficulty breathing, and nausea when coming within 5-10 feet of a family member who had a pacemaker. Per manufacturer's labeling, pacemakers are not expected to affect the operation of vns system; however, it is recommended to keep a distance of 4 inches or 10 cm to avoid any interruption. The pt also stated that by holding her magnet over the vns device, the generator was disabled and her symptoms were alleviated. She was also concerned that the device may be malfunctioning due to trauma she experiences during her grand mal seizures; i.e. She falls down during her grand mal seizures. Lastly, pt complained about lack of efficacy of device that vns device has never stopped a seizure for her. Further follow up with the pt treating neurologist revealed that pt hasn't been seen since these adverse events were reported to the manufacturer. Good faith attempts to obtain additional info have been unsuccessful to date.